Event description:
It was reported that primary audible alarm background test occurred. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Visual and functional testing were performed. It was found that the left plunger case was damaged, right case was cracked, case seal was missing, plunger tube was bent, top case was cracked), and battery door was cracked. The event history log was reviewed and a primary audible alarm background test was found. Occlusion test was performed, however the reported event could not be duplicated. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. The speaker was replaced as a preventative measure. All cracked or broken components were replaced as well. A CAPA was opened to address the issue. This MDR was generated under protocol (B)(4).